Manufacturer narrative:
Corrected type of reportable event to death.

Event description:
The user is questioning the device repeatedly given the "analyzing" voice prompt after it properly delivered one shock. The patient did not survive.